Manufacturer narrative:
Complainant city: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user¿s daughter reports that she had collected a new box of aquacel® ribbon dressings from her pharmacy and when she went to open the packaging she discovered a live maggot inside the flaps that separate when trying to open the sterile dressing. She clarified that the dressing was appropriately sealed and remained sterile when the maggot was found and that the maggot had not been inside the sterile portion of the packaging. The product was discarded.

Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed and there was no issues relating to the complaint issue. Preventive maintenance have been completed to schedule. Machine logs were reviewed and there was no evidence of any engineering that may impact this complaint issue. The batch in question was manufactured in september 2016, it is unlikely that the source of the maggots have originated at the manufacturing plant. Due to the timescale seen from manufacture to purchase. There have been no incidents of insect contamination within the controlled environment where these dressings would have been manufactured in the last year. The source of maggots could be at any point in the supply chain from warehouse, distribution center and transport. Quality supplier audits have been conducted in 2015. No major non-conformances were raised and no contamination issues observed. Dual temp vehicles are used. Warehouse is temperature controlled. The have a contamination checklist which completed within 24 hours of receipt. A sample or photograph have not been received. The complaint cannot be confirmed without photographic evidence. A non- conformance was raised to document the manufacturing assessment of the issue; however an investigation cannot be completed in full due to lack of information and evidence, therefore the non- conformance was canceled and no further actions were identified. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).